Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced severe low blood glucose levels that almost killed her. It was stated that the customer was taken to the hospital, and the nurse saved the customer's life. The customer also had a seizure. It was stated that the customer had been experiencing high blood glucose levels that day. Later that day is when the customer experienced the seizure and low blood glucose, and it is believed that the insulin may have been blocked, and then delivered all at once. It was also stated that there was moisture inside the device. Nothing further was reported.